Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The grip cables were undamaged and grips could open/close when inputs were manually rotated. Additional observations not reported were the instrument pitch cables were broken at the distal clevis hub. The broken cable segments that contain the crimp were still installed in the clevis. The clevis dif not exhibit any damage or wear marks. There were also various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were .160 - .200 in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cables and tube abrasions with material removal,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, a pk dissecting forceps instrument would not open and close. Nothing reportedly fell into a patient. No patient harm, adverse outcome or injury was reported.